Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump was suspended and customer is unable to resume. It was stated that the customer selects resume and it goes back to the screen where it asks if they wasn't to resume. They tried several times and the insulin pump would not resume the basal. It was stated that the issue was resolved but it has happened 5 times in the past. Blood glucose value is unknown.